Event description:
It was reported by service report that the handle on the siderail latch has broken exposing sharp edges. It is unk if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Eval: latch handle. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that pts intentionally damage various device components with unrestrained appendages. Additionally pts are regularly restrained in manners that conflict with the device's instructions for use.